Event description:
Related manufacturer reference number: 2017865-2023-16235. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise and the right ventricular (rv) lead exhibited poor sensing. The ra and rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.